Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspections. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of overly loud sound could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report.

Event description:
The patient reportedly experiences overly loud stimulation when initiating the device and volume fluctuations. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.